Event description:
It was originally reported that upon plugging in the prostiva handpiece, a "replace handpiece error message" was received. The procedure was completed with a new handpiece. No patient injuries were reported.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. The posts on needle blocks broke off. The condition of the device does not match the complaint. No anomalies were found with the urethral tube. The handle half has post ware on the guide rails. The scope tube has needle block shavings and also has scrape marks. There was excess epoxy on the needle block from the p4 board and also on the rod near the front stop. The needle block has a lot of residue on it. There was damage on the sheaths from the guide tubes.